Event description:
It was reported during a coronary drug eluting stenting treatment procedure, the stent struts were reported to be out of place. The lesion being treated is a severely calcified, moderately tortuous left anterior descending (lad) lesion with 95% stenosis. After inserting the taxus express2 8.8% 3.5mm x 16mm drug eluting stent into the lad, the physician realized that struts were out of place. The stent was removed from the pt without incident and no pt complications were reported. No add'l info is available at the time of this report.